Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had differences between sensor glucose and blood glucose readings. Customer stated that he had a threshold suspend alarm and a calibration error. Customer's current blood glucose was 165 mg/dl and sensor glucose was 246 mg/dl. Customer was advised that the sensor will need to be replaced after 2 consecutive calibration errors. Customer was advised to monitor the issue.